Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a zct150 15.0 diopter lens was damaged when inserting into the patient's left eye (os). Therefore, the lens was removed and replaced with a back up lens of the same model and diopter. It was also reported that the lens may have been loaded poorly. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there were no patient problems. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/07/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The original iol box was returned but no lens was contained inside. Product testing could not be performed as lens are not returned in the package. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.